Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was observed to have a broken cable. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was broken due to the broken main tube. Additional observation related to customer reported complaint: the instrument was found to have broken the main tube. There was a broken tip cover attached as well. No material was found missing. Additional unrelated observations not reported by site: the instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The common causes of the broken monopolar conductor wire are attributed to when the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductor wire out of the routing groove. The probable root cause for the broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Correction(s): d4: unique identifier (UDI #) was updated to: (B)(4). H8: usage of device was updated to: initial use of device.

Event description:
Refer to h11 for follow-up information.